Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6). Device was not being used at all, it was being inspected before shipment to the customer.

Event description:
It was reported before shipment by the sales rep that the battery has corrosion. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Visual examination of the returned product/provided pictures identified there was an expulsion of the battery pack inside the sealed sterile packaging. The battery pack was busted open and several pieces of its interior and debris were dispersed inside the packaging. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. Ie-14129 was previously initiated to further evaluate the reported event. The event is confirmed.

Event description:
No additional information.